Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a fistulogram the pta balloon catheter allegedly got stuck in the sheath as the health care provider was advancing the balloon. Reportedly, the hcp did not have any issues retracting the balloon back out of the sheath. It was further reported that the hcp used another balloon and a different sheath to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the balloon was returned. The balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The distal end of the balloon was protruding out the distal end of the introducer sheath. No bunching of the balloon was noted. No other anomalies were noted to the catheter. The introducer sheath was examined. No bunching was observed along the length of the introducer sheath and the distal end of the sheath was not flared. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The balloon was able to be retracted from the customer's introducer sheath with slight resistance. The balloon was soaked in water and the refold tool was used to refold the balloon. With the guidewire in place, an attempt was made to insert the catheter through an in-house 6fr cordis introducer sheath. The balloon was unable to be fully advanced through the introducer sheath. The balloon was removed from the introducer sheath. The catheter inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was inflated to rbp (20atm) and deflated without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction problems, as resistance was encountered when removing the balloon from the customer's 6fr introducer sheath. The investigation is confirmed for difficult to insert, as the balloon was unable to be inserted through an in-house 6fr introducer sheath. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon catheter allegedly got stuck in the sheath as the health care provider was advancing the balloon. Reportedly, the hcp did not have any issues retracting the balloon back out of the sheath. It was further reported that the hcp used another balloon and a different sheath to complete the procedure. There was no report of patient injury.